Manufacturer narrative:
Root cause: use error. The t:slim x2 user guide states: "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date setting was incorrect on the customer's pump. The customer indicated that this issue was due to user error, and declined assistance from tandem technical support regarding the issue. There was no adverse impact to the customer's blood glucose level.